Event description:
On 006/06/2006 nellcor puritan bennett received a report a warmtouch model 5200 patient warmer was set at medium and was running for 45 minutes. Set at medium and was running for 45 minutes. A nurse noticed the output air was too hot and turned the device off. At that time the alarm was lit and functioning, however, no one had recognized this as it was covered by a blanket. The patient received a burn on each shin. On may 31 the right shin was recovered and the left shin still needed care.

Manufacturer narrative:
Investigation of this complaint is currently in progress. Nellcor puritan bennett has requested the unit be returned for further investigation. If the unit is returned, a summary of the investigation will be provided in a supplemental.